Manufacturer narrative:
Additional information was added to h6 and h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets had the tubing fall apart at the "weld" and were not connected; further described as "tubing connection weld to needless hub failure". This was noticed before use. There was no patient involvement. No additional information is available.